Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer 1.9 had storage space failure which led to incorrect midazolam count. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer (fse) found failed mini sub-drawers on the station. The fse replaced the mini engine unit for the sub-drawers and tested the system. All mini sub-drawers were accessible and functioning properly afterward. The system functioned as intended after the field service engineer repaired the device.